Event description:
During a ptca treatment procedure involving a very calcified and 99-100% stenotic lesion in the proximal to middle portion of a very tortuous lad coronary artery, crossing difficulties were encountered. It was suspected that the proximal portion of the maverick otw balloon was not wrapped properly and therefore would not cross the lesion. It is noted that the lesion had been predilated. The patient was asymptomatic during this event. The maverick otw catheter was removed and replaced with a momentum 1.3/10 catheter to complete the procedure. A 7f introducer sheath (type unknown), a tgv intermediate guidewire, a renato guidewire, and a conquest hc guidewire (sizes unknwon), and a 7f zuma2 jl3.5 guide catheter were also used in this case. It is noted that no inflation device was used. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.